Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that rad/gain calibrations were performed on the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, an image acquisition performed had a ring artifact. The site elected to continue with the procedure. The surgeon completed the procedure with the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative returned to the site to replace the detector panel as the previous one he installed on was bad at install. He then tested the equipment. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. Additional information: the medtronic representative returned to the site on (B)(4) 2017 to explain the issue that occurred to the site and ensure site is comfortable with imaging system use going forward.

Manufacturer narrative:
Two detector panels were returned to the manufacturer for analysis. Both panels underwent functional and visual testing. The first detector panel was found to be fully functional and had no fault. The second detector panel was found to be causing the issue. During a physical inspection it was found that a .5 gap was present due to screws being stripped.

Manufacturer narrative:
The detector panel returned with a confirmed failure mode was reported to be the bad at installation (bai) component, while the original panel was found to have no fault found.